Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 431 mg/dl. They ate a meal and dosed for it but their blood glucose kept going up. They treated the high blood glucose with a bolus from the insulin pump. The customer also reported that they were hospitalized on (B)(6) 2017 at 8 p.m. Due to high blood glucose. Their high blood glucose was caused by a bent cannula. The customer¿s blood glucose level at the time of admission was over 600 mg/dl. The customer stated they were still in the hospital. They were put on an insulin drip then put back on to the insulin pump. Troubleshooting was performed. The insulin pump passed the high-pressure test. The device will not be returned for analysis.